Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version data not available. Cloud - smartphone operating system data not available. Cloud - smartphone hardware data not available. Cloud - cgm sensor type data not available. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was using omnipod 5 and experienced an issue where the pump stopped functioning for several hours. During this time, the blood glucose monitor showed hypoglycemia, prompting the child's mother to make one or more blood sugar adjustments. Despite these efforts, the child developed ketosis with a recorded ketone level of 5.2 mmol/l and was subsequently taken to the hospital. The child was treated (specific treatment not reported) and discharged the same day. The incident was reported to dexcom by insulet on july 18, 2025.